Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that when he attempted to push the plunger to prime the tubing, nothing came out of the reservoir. The customer had 39 reservoirs to returned. The insulin pump was not delivering insulin. The customer changed his infusion set 4 times and the insulin pump kept alarming no delivery. Since the insulin pump alarmed external error and unexpected restart, the customer was unable to bolus. The no delivery alarm was caused by an infusion set and reservoir occlusion. Condensation appeared under the display, keypad area, and the dome sticker. Customer's blood glucose level was not reported. The device was not returned.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.